Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during set up the e360 ventilator compressor was inoperative. Patient involvement is unknown. A non-covidien/ medtronic service provider inspected the device and replaced the compressor. Covidien/ medtronic was not authorized to evaluate/service the device.